Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a surgeon performed a revision of a patient's left hip due to pain. Upon performing the procedure, the patient was found to have elevated markers, and surgeon deemed the site was infected.